Event description:
Customer reported not being able to test her blood glucose due to errc 6 message appears on their precision xtra meter. Customer reported experiencing symptoms of thirst, sweatiness and having fruity odor. Customer reported going to a rehabilitation ctr where she was being diagnosed with severe hypoglycemia and treated with glucagon shot and orange juice. Note: customer reported using expired test strips.

Manufacturer narrative:
The adc meter was programmed to give an error 6 message when an expired test strip is inserted. Because this medical event was caused by an user error, there will be no product returned investigation. Therefore, this notification represents a final report.